Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check patient reported tenderness. Gingical swellig was observed. X-ray showed radiolucnecy. Implant was curretted and flushed. Implant failed to integrate.